Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned for investigation and no catalog number or lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Pt fell on her left wrist and experienced a comminuted, intra-articular fracture of the left distal radius volar, barton's type. A distal radius plate, volar was placed during an orif procedure. X-ray confirmed excellent alignment of fracture and hardware. Pt was placed in a long-arm sugar tong splint. Pt began to experience some extensor tenosynovitis arising as a result of irritation against the screw tips just barely passing out of the dorsal radius. Pt was noted to have a mass on pip joint small finger and traumatic arthritis left wrist. Pt underwent excision of the mass which appeared to be a small hemangioma and removal of the hardware.